Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported by MRI tech that patient reported the device had never worked for them and had never been "active". The patient requested to have the device removed but the doctor declined to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-may-15 additional information was received from the patient. The patient repeated that the stimulator never worked so they never used it. The patient said they moved and the device got put in a box somewhere in their storage and they didn't know where. The patient saidthat they needed a new handset as soon as possible. The patient said they found out they have cancer and they needed to get an MRI. The patient said they needed to make sure that their stimulator was in MRI mode. The agent asked if they still had the communicator. The patient said they only had the phone. The agent tried to offer sunmed portal instructions, but the patient stated that they would just have their doctor address the issue. The patient deliberately disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.